Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient to the clinic for a routine a follow-up, intermittent far r-wave oversensing was observed. The recommended programming change was made. The patient condition was stable before and after the change was made. The patient will be remotely monitored.